Event description:
Internaitonal affiliate reports the device broke between the valve and the siphonguard portion of the device. Codman was notified of this event in 2004, however the affiliate documentation indicates info was received by them 3 months ago. The affiliate has been advised on the need to immediately report adverse incidents to codman.